Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of veins, while the device was being applied to the rectum, during the passage with a needle, the needle moved and went inside the wall of the rectum. The needle fell into the patient's cavity and is yet to know if it was retrieved. The surgical time was extended by more than 30 minutes due to the product problem.